Manufacturer narrative:
H.6. Investigation: material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 0345923 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling, and autoclaving processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch 0345923 were available for inspection. No defects were observed in 100/100 retention samples. For further investigation retention sample testing for batch 0345923 was tested. Growth and drug susceptibility testing was satisfactory per procedures. One photo was received to assist with the investigation. The photo received shows a partial tube, only the bottom half of the tube can be seen. There does appear to be white specks towards the sensor. The photo does not provide product information such as material and batch information. However, the batch that was reported was tested and found to be satisfactory. Bd will continue to trend complaints for performance. This complaint cannot be confirmed.

Event description:
It was reported that the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml produced a false negative with gu=0 after 42 days of mgit culture. Confirmatory testing was performed, with the afb smear producing a positive result, and the mpt 64 antigen producing a negative result. There was no indication that the results were reported to clinicians, and the patient had not yet started the treatment. The following information was provided by the initial reporter: "sputum specimen turns negative with gu=0 after 42 days mgit culture. The customer saw white clumps from the mgit tube and performed zn stain. Customer said they saw 20-30 strain from the microscope. The patient did not start the treatment yet. Its afb smear was positive for the same sample. The specimen have gu=0 across all 42 days culture. The customer further subculture the 0.5ml from the mgit tube to a new mgit tube. The follow-up tested done by the user included mpt 64 antigen tested to be negative. Other confirmation test will be conducted."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml produced a false negative with gu=0 after 42 days of mgit culture. Confirmatory testing was performed, with the afb smear producing a positive result, and the mpt 64 antigen producing a negative result. There was no indication that the results were reported to clinicians, and the patient had not yet started the treatment. The following information was provided by the initial reporter: "sputum specimen turns negative with gu=0 after 42 days mgit culture. The customer saw white clumps from the mgit tube and performed zn stain. Customer said they saw 20-30 strain from the microscope. The patient did not start the treatment yet. Its afb smear was positive for the same sample. The specimen have gu=0 across all 42 days culture. The customer further subculture the 0.5ml from the mgit tube to a new mgit tube. The follow-up tested done by the user included mpt 64 antigen tested to be negative. Other confirmation test will be conducted."